Event description:
The customer reported that their device would power off or on with the press of any button on the device. This was observed during patient use, but there were no adverse effects caused to the patient as a result of the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The cause of the reported failure could not be determined.